Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Device received with missing end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with manual injections. Customer's blood glucose value was 308+ mg/dl at time of incident. Customer's current blood glucose value was 428 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). There were no leaks or air bubbles. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.